Event description:
The physician reported that following the implantation procedure associated to a kora 250 pacemaker there was a pacing failure. A re-intervention was performed to correct the issue, and it was observed that the lead was not properly connected. Another pacemaker was subsequently implanted.

Event description:
The physician reported that following the implantation procedure associated to a kora 250 pacemaker there was a pacing failure. A re-intervention was performed to correct the issue, and it was observed that the lead was not properly connected. Another pacemaker was subsequently implanted.